Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl at the time of incident and current blood glucose level was 174 mg/dl. Customer's other blood glucose level was 318 mg/dl. Customer was treated with food and customer already drank juice. Customer stated that the sensor had site issue and blood at site. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.